Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the event of no image was due to a faulty serial digital interface (sdi) cable and/or the universal serial bus (usb) adapter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when the evis exera iii video system center is connected to a provation image capture device, image fails to display. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed failure to obtain image on a provation image capture device. Tac instructed the customer to check the cabling and it was connected properly. Tac then asked the customer to exchange the video cable which was an serial digital interface(sdi) cable going to an adapter that converted sdi to universal serial bus. Once the cable and adapter was swapped, the issue was resolved. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.